Event description:
It was reported that the right atrial (ra) lead exhibited a high out of range pacing impedance measurement of 2021 ohms triggering a lead safety switch (lss) to unipolar on this implantable pacemaker. The device was programmed to bipolar sensing and unipolar pacing. It was recommended to be seen in clinic. At this time, the device and this right ventricular lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).